Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high impedance and the patient received inappropriate high voltage therapy. The lead was capped and replaced without consequence to the patient.

Event description:
New information notes that prior to explant the lead impedance varied from high to low. Externalized conductors were also observed via x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.